Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a detached sensor wire occurred. The sensor was inserted into the upper buttocks on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available.no product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and failed-sensor wire detached. The problem is confirmed because the sensor wire was detached from sensor pod, but still attached to housing puck. The reported event of detached/missing sensor wires was confirmed. A root cause could not be determined.